Event description:
It was reported spo2 alarms were possibly missed on our ccu. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The intellivue mx750 patient monitor involved in this event was reported in MFR report number 9610816-2024-00138. A philips product support engineer and philips clinical specialist reviewed the log files provided by the customer. There are no actions or alarm logged for bed ccu3 on (B)(6) 2024 from 0400 to 05:33:08. The first entry on (B)(6) 2024 is at 05:33 is for a hr alarm. At 05:36:11, and asystole alarm was generated and ended at 05:37:19. The first spo2 related alarm logged is for spo2 no pulse inop at 5:36:47. Afterwards a spo2 inference inop is logged at 05:37:28. Between 05:39 and 05:53, the audit log shows ECG leads off, low nbp, spo2 sensor off, spo2 no pulse, and a fib alarms were generated. At 05:54:04, measurements and alarms were switch on or off at the bedside. At 05:54:48, a 12 lead ECG was captured and exported. At 05:59:20, asystole was ended. At 06:20:52, another spo2 sensor off inop is logged. And at 06:39:24, the monitor was put in standby. At 06:56:03, the monitor was taken out of standby and a spo2 no sensor off inop was generated. The spo2 l alarms were switched off to on at 06:56:13. When individual alarms are off, the ¿alarm off¿ symbol is shown beside the measurement number at the monitor and at the pic ix. No red or yellow physiological alarms are sounded, and no alarm messages are shown on the monitor. Inop messages are shown but the inop tones are not sounded. The monitor was put back in standby at 06:56:17 until 15:27:29. Based on the information provided, the system is performing to specifications and the clinical settings that were selected during the time frame in question spo2 l alarms were switched off during the time frame in question; which prevented physiological red and yellow alarms from sounding on the monitor and at the pic ix. Spo2 inops alarms were logged in the clinical audit log on (B)(6) 2024 starting at 05:36:08. The inops logged indicated spo2 monitoring was interrupted, and alarm detection was not reliable. Other physiological alarms were logged including asystole, vent fib, and low nbp indicating the patient¿s status. Alarms are unavoidable and can cause the patient to miss out on the physiological benefits of quieter, more serene healing environments. Alarm management is important and begins with setting meaningful and reliable alarms for the patient. Acknowledging and responding promptly to all alarms is recommended. The customer (ccu nurse / team leader ccu) has also confirmed that it was a user error. According to the customer the alarms of the measurements were turned off. Based on the information available, the reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Event description:
It was reported spo2 alarms were possibly missed on our ccu. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. (B)(6).